Manufacturer narrative:
Device evaluation summary - x-ray demonstrated heavy calcification on leaflets 1 and 2, moderate calcification on leaflet 3. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflets 1 and 2 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Incidental findings --wireform was exposed at commissures 1 and 2 at outflow aspect. Additional manufacturer narrative - the reported stenosis was confirmed as secondary to calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 23mm aortic bioprosthetic valve that was explanted after an implant duration of two (2) years due to aortic stenosis secondary to calcification. The patient had been under monitoring while undergoing dialysis at nearby hospital after the implant surgery. After several visits to the hospital after an implant duration of approximately 2 years, the patient was admitted to the hospital for surgery. The device was replaced with 23 mm same model and size valve with no adverse patient effects reported as a result of the valve replacement. The patient is noted as "recovering" at ICU.